Manufacturer narrative:
Due to the lead not being returned analysis will not be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) was explanted due to an infection. The device will not be returned.